Event description:
Pt had surgery. A guidant pacemaker implanted in 8/21/2002 and discharged. Pt died unexpectantly 2 weeks later - it was a guidant pacemaker # 1275 having two other pacemakers in their lifetime pt was not comfortable with this one from the beginning.